Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the intermittent image could not be identified, nor could the phenomenon be confirmed/reproduced. However, it¿s likely the cause is related to a faulty video connector socket (faulty lock release lever/dust inside the socket). Olympus will continue to monitor field performance for this device.

Event description:
A customer reported that during a procedure, the image on the monitor that was plugged directly into the evis exera iii video system center would start to go fuzzy and completely black out. Rebooting the processor temporarily resolved the issue long enough to complete the procedure with the same device without extending the procedure or anesthesia. There were no issues with the image on the other serial digital interface (sdi) that was connected to the computer. There were no reports of patient or user harm due to the event.

Manufacturer narrative:
Troubleshooting was performed with the customer. The subject device was returned to olympus for evaluation. During inspection and testing, the reported image issue could not be reproduced; however, the video connector was filled with dust which caused poor connection which may affect the image. Additionally, the video socket connector did not secure the scope video cable due to wear of the locker. The chassis had corrosion, and the front panel had discoloration. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation, or if additional information is provided by the customer.